Event description:
Event description guidant received information that after the implantable cardioverter defibrillator (ICD) was placed in the implant pocket, a monitoring voltage lower than box labeling was observed.